Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection confirms the threads are damaged on the device. The end of the threaded section that interfaces with the threaded driver hole of the hip stem was deformed. The deformation may have been caused by, but is not limited to: transfer of bending or impact loads applied through the threaded tip of the impactor in excess of the material strength or cross threading. The device was manufactured in 2011. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the device was found broken. This was found during set up / inspection. No surgery or patient involvement.